Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 while walking. The site of detachment was left side. The site location was abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.